Event description:
It was discovered in the beckman coulter inc. (Bci) warehouse that a no foam kit was leaking. No injury was reported.

Manufacturer narrative:
No additional information is available for this event.